Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that there have been 5 separate patient issues in which the patients were undergoing arthroscopic shoulder repairs in the beach chair position with the use of vapr iii generator for cutting and coagulation, mitek p90 electrodes and fms duo for fluid management; four of the patients sustained 1st degree burns, and one patient sustained 2nd degree burns, on their bicep/forearm/elbow area. For one of the procedures, suction was not hooked up to the p90; however, for the other 4 cases suction was hooked up. At least one the burns were noticed post surgery in the recovery room; the burns were treated with "tulle gras". Dates and particulars of 4 out of the 5 cases are not known; this file represents the only issue with an event date; case 1 of 5. There are questions out for further information and clarity. Also see associated mdrs 1221934-2011-00386, 1221934-2011-00387, 1221934-2011-00388, 1221934-2011-00389, 1221934-2011-00390, 1221934-2011-00391, 1221934-2011-00392, 1221934-2011-00393 and 1221934-2011-00395.

Manufacturer narrative:
Our affiliate had originally 5 associated issues involving the same 2 devices, however they have revised the amount of issues down to 4. This complaint file and this MDR are bding voided out.